Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead there was oversensing and a very noisy baseline. There were poor electrograms upon initial testing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.